Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97791, product type: accessory. Product ID: 97791, product type: accessory. (B)(4)

Event description:
The patient via a manufacturing representative (rep) reported that the patient never had therapeutic effect from their implantable neurostimulator (ins). The patient did have "great" relief with the trial phase of testing. They felt the paresthesia from the ins in the correct areas but was not getting relief from their pain. It was noted that the patient was unreliable in reporting therapy effects. The surgeon did tell the patient that they would explant the device but the patient declined. It was reported that two experienced manufacturer's representatives have tried reprogramming. No additional information could be obtained on follow up. About six months later, a rep reported that there was a loss of therapeutic effect despite complete coverage of painful area with stimulation and multiple reprogrammings. The ins was explanted and returned to the manufacturer. The patient's relevant medical history includes non-malignant pain.

Manufacturer narrative:
Analysis of the ins (s/n (B)(4)), found no anomalies. The ins battery had reduced capacity due to overdischarge. The ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery, the total recharge count was 40. The last recorded recharge session performed while the device was implanted occurred on (B)(6) 2015. The device was recharged for 1 hour 2 minutes and the battery charged from 3.855v to 4.015v. The battery discharged to the lock mode on (B)(6) 2015. The parameter trend diagnostic section of the trace report showed the last patient usage was on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.